Event description:
It was reported that the user could not view glucose data on the ilet pump while using a dexcom g7, with the dexcom app displaying a glucose value of 286 mg/dl and the ilet showing a spinning pairing indicator after the user toggled between g6 and g7 and reentered the pairing code; the event was characterized as a brief g7 sensor communication issue limited to signal loss to the ilet, and troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included continued monitoring without escalation or medical intervention. Investigation included guided troubleshooting steps to reestablish sensor pairing, including confirming g7 selection and reentry of the sensor pairing code. Investigation of this case revealed a transient communication disruption between the dexcom g7 and the ilet, with no indication of pump malfunction or hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was intermittent signal loss during sensor pairing.